Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as component damage or degradation, environmental issues such as dust, dirt, or humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit disconnection. The most likely cause of the complaint is anticipated to be predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno fiberscope was returned to the service center with a report of hazy image quality. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, chipped adhesive joint of the bending rubber was found. There was no patient involvement.